Event description:
While treating a pt with the model 3100a, the "oscillator overheat" light came on, and shortly after, the oscillator stopped. The pt was hand-ventilated then placed on another 3100a without compromise.